Event description:
The aorta was cross clamped and the cardioplegia was started. Clear fluid leaked from the bottom of the quest mps system. The cross clamp was removed and within 45 seconds to 1 min, the cardioplegia was manually delivered from the potassium side. This was successfully done through the end of the case.